Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was shutting down at random times when nurses were pulling medications. The pharmacy tech also stated that it rebooted when user was loading paper into the top matrix drawer on the same day. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with the customer remotely and could not duplicate error therefore confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.